Manufacturer narrative:
The surgeon side console (ssc) card cage was evaluated by the failure analysis (fa) team. In lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The ssc card cage was installed onto a golden system where the component functioned as expected. Fiber optic light levels on the common computer controller (ccc) were measured, and all values were within the specified range. The system underwent ten power cycles, followed by an 19-hour idle period in the golden system with periodic power testing; no anomalies were observed throughout testing. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to reported events.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse previously replaced the common computer controller (ccc) board and system worked for a few weeks. The issue returned and fse replaced the card cage to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they had a dual console setup, but the second surgeon side console was not functioning. The caller checked the blue fiber cable connected to the vision system cart¿s top left port and found it was secure, yet no blue led light was visible. The same cable¿s end connected to the second surgeon side console also showed no blue led light. The other surgeon console was operating normally, and the case continued. The customer planned to attempt a system reboot and reseat the blue fiber cable at both the vision system cart and the second surgeon side console following the procedure. The procedure was completing as planned with no reported injury.